Event description:
The embolization procedure of the cerebral aneurysm showed an increase in friction during the advancement of the deltapaq coil through the microcatheter. It was impossible to release it into the aneurysm. Additional information received indicated that the coils couldn't be delivered. No pre-deployment test was performed. The detachment button was pressed twice after which the unit was safely withdrawn. The dcb and cable were not replaced to detach subsequent coils. There was noticeable resistance encountered in the microcatheter before reaching the aneurysm. Stretching and unintended detachment was observed during the process of withdrawal as it was necessary to maneuver the coil twice to achieve the desired position. As further explained, there was no patient injury reported. The microcatheter used was prowler 1.9.

Manufacturer narrative:
During the coil embolization procedure of the cerebral aneurism there was an increase in friction during the advancement of the 6 mm x 16 cm deltapaq platinum microcoil through the prowler microcatheter. After repositioning the coil twice in the aneurysm, the coil could not be detached. The coil was withdrawn without injury to the patient; however, it unraveled in the process. No additional intervention was required to remove the device. The pre-deployment test was not performed and the detachment button was pressed twice with attempt to detach the coil. The connecting cable and detachment control box were not replaced in order to detach subsequent coils. The coil's socket ring was found pushed distally approximately 90 degrees into the proximal end of the coil. This produced a loss on concentricity between the distal tip of the device positioning unit (dpu) and the proximal end of the coil. The proximal section of the coil exhibited "snaking." The first secondary winding off the ball tip has severe buckling and compression damage. Except as noted, the remainder of the coil was undamaged. The evidence strongly suggests that the contributing factor to the coil's friction inside the microcatheter was due to distal interference. The source of this interference; whether of a fixed or detached nature cannot be determined. In addition, without the return of the microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. In evaluating the reported detachment difficulty, the dpu used in the procedure passed electrical testing. The coil detached on the first detachment attempt. The detachment fiber received heat and melted as designed. The dpu passed post-detachment testing. Therefore, the root cause of the coils detachment difficulty inside the aneurysm cannot be determined. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event; however, it was reported that these devices were used with subsequent coils. Based on the available information, the analysis of the returned device and without the return of the concomitant microcatheter no conclusion can be made regarding the reported resistance during advancement of the coil system. It appears that the continued advancement against resistance may have contributed to the damages found on the returned device. The instructions for use (IFU) cautions that if unusual friction is noticed during advancement or retraction of the microcoil system, verify the clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm). It is further cautioned that if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire micrus microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. It was reported that the pre-deployment test was not performed as outlined in the instructions for use. It is possible that damage caused to the coil system during advancement against resistance may contribute to the inability to detach the coil; however, with functional testing of the returned device there was no discrepancy with detachment. The root cause of the reported events cannot be determined; however, there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.